Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. Four prior to the receipt of this report, the patient was hospitalized for another indication. On the same day the patient experienced peritonitis. On an unreported date, during hospitalization, the patient received treatment for the peritonitis with unknown antibiotics intravenously (dose and frequency not reported). At the time of this report the patient remained hospitalized and was recovering from the peritonitis event. During the hospitalization, due to the other indication, the patient was switched to hemodialysis (hd) and it was reported that the patient would remain on hd for at least two months prior to returning to pd therapy. No additional information is available at this time.